Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. There was contrast and blood on the device. Microscopic and tactile examination revealed kinks 41.5cm and 131cm from the strain relief. The maximum od (outer diameter) of the undamaged distal shaft was within specification. The maximum od of the damaged portion of the shaft (kink) was .07399¿, exceeding the guidezilla specifications. Microscopic examination revealed a partial separation at the collar/proximal location. Microscopic and tactile examination of ptfe (polytetrafluoroethylene) found no irregularities or defects. A mach 1 (batch 50938775) was used for functional testing. The distal shaft of the guidezilla advanced smoothly in the guide catheter until the kink in the distal shaft, with strong resistance at the kink. Functional testing was stopped once resistance was felt. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31may2016. It was reported that resistance was encountered and shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 145 guidezilla was selected for use. During delivery, resistance was encountered. When the device was removed, it was noted that the device was kinked. The procedure was completed with a non bsc guide extension catheter. No patient complications were reported and the patient's condition was good. However, device analysis revealed a partial separation at the collar/proximal location.